Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient left the hospital at 11:30 am, on the day of implant, and stimulation was working. The stimulation had stopped and they didn't know if it was working. A jolt was felt when trying to increase stimulation. It is confirmed that the patient is feeling stimulation in the correct area and is on program 3. Stimulation was increased to 3.7v. Symptoms reported included urge frequency. The patient will follow up with their healthcare provider if the problem does not resolve. It was later reported on 2015-06-22 that it was not working right he was using up his depends. Patient has to keep going to the bathroom. Patient stated he was at 3.7 volts and last night he increased it to 4.8 volts. Patient has gone three times since 6 am this morning. The patient was feel stimulation. Patient did not have patient programmer (pp) with him currently. He will call back this afternoon. The patient reported event stated in june couple days from this call. It was later reported about 2 weeks later that patient device was interrogated and examined. The patient was on antibiotics and follows up examination and x-ray ordered. The patient reported that loss of stimulation and the urge to urinate frequently was cause by possible chiropractor but not sure. The reported issue has not been resolved the implantable neurostimulator (ins) is indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va13hcj, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had loss of therapy, lead broke and the lead was replaced. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.